Manufacturer narrative:
The lot numbers and expiration dates of the reagents were requested, but not provided. Reagent issues were excluded as the correct rerun was performed with the same reagent. The field service engineer (fse) found that the main pump pressure was too high and readjusted it, as well as the cell rinse nozzles. The fse ran test runs and confirmed proper function of the instrument. No further issues were reported after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for four patient samples tested with multiple assays on a cobas c 303 analytical unit. Results for the following assays were affected: glucose hk gen.3, bun (urea), phosphate (inorganic) ver.2, and alb bcg gen.2 (albumin). On (B)(6) 2025: sample 1. The initial glucose result was 18.5 mg/dl. The repeat result was 102 mg/dl. On (B)(6) 2025: sample 2. The initial bun (urea) result was 12 mg/dl. The repeat result was 87 mg/dl. Sample 3. The initial phosphate result was 0.4 mmol/l. The repeat result was 3.3 mmol/l. Sample 4. The initial albumin result was 0.3 mmol/l. The repeat result was 1.49 mmol/l. All repeat runs were performed on a cobas pro. The questionable results were not reported out.